Event description:
Approx 2 weeks post operatively, the pt complained of swelling and discomfort. A re-operation was performed and the dr found three mensical screws had dislodged from the meniscus. Because the meniscal tear had healed sufficiently, the dr reported that no further repair was required.